Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were the needle pieces removed from the patient? Yes. Did all five needles break during this single procedure? Yes. Did the needle break ? Break from suture. Did the suture break? No. Did the needle separated from the suture? Yes. Did the needle and suture break at the same time? No. Were there any patient consequences? Unknown. Lot number? V1001. Patient current condition? Unknown. Events reported via: 2210968-2022-02359, 2210968-2022-02360, 2210968-2022-02361, and 2210968-2022-02363.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/09/2022. H6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Photo analysis: 1 photograph for code mnw9454 lot v1001 were provided for investigation. Upon preliminary photographic evaluation of provided photograph product artwork was found to be of genuine ethicon aurangabad india manufactured product. Photograph 1: consists of complaint sample straight folder for code mnw9454 lot v1001, suture and needle were not present in photograph. MFR retain sample analysis: five retain samples of each needle mrn 0001510546, 0001511815, 0001510550 were retrieved for analysis. The needle retain samples were visually inspected for physical appearance like curvature, point, length etc. Attribute defects such as bend, cracked barrel and were found satisfactory. Bore diameter, wire diameter test results were found to be meeting specification requirement. No defects were observed in the retain sample. The above analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the above investigation this is not a confirmed complaint. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval.